Event description:
The customer's mother reported the customer being hospitalized for hypoglycemia, with a value of 23 mg/dl at the time of admission, on (B)(6) 2015. Mother reported the customer nearly went into a diabetic coma, and vomited. Mother did not state a cause of the low blood glucose. Helpline did troubleshooting for a keypad anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.